Event description:
Additional information was received from the patient stating that they recently had an implantable neurostimulator (ins) replaced and they mentioned that new lead wires were placed as well.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a health care professional via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator for lumbar radiculopathy, post lumbar laminectomy syndrome, and spinal pain. It was reported that the patient fell violently down a complete stairwell/set of steps and the battery was bent. The patient went to see a surgeon who was to explant and add a new system. The rep was not sure what diagnostics/troubleshooting had been performed. It was noted that the patient was alive with no injury. The issue occurred during normal use on approximately (B)(6) 2015.